Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the bridge to transplant patient underwent a heart transplant on (B)(6) 2021.

Event description:
Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no reported device-related issues. The patient underwent a transplant on (B)(6) 2021. (B)(6) was not returned for evaluation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient was indicated to have been transplanted and no device related issues were reported. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. No further information was provided. The manufacturer is closing the file on this event.